Event description:
It was reported the coagulation was inconsistent.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The complaint could not be duplicated. The unit functioned as intended. The unit was repaired. Applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.